Manufacturer narrative:
(B)(4). It was reported that the display on the device was blank. The device was evaluated by a local third party service provider. The symptom was verified. Replacing the display assembly resolved the issue.

Event description:
It was reported that the display on the device was blank.